Event description:
Report received of an overdelivery of versed. The pump was programmed to deliver 2mg/hr in the dose calculation mode. The nurse reported that at this dose the pump was delivered at a rate of 20ml/hr. The nurse who programmed the pump went "on break" for an unspecified length of time, leaving the pt under care by another nurse. When the nurse returned for her "break", the nurse caring for the pt stated, "I decreased the rate to 150ml/hr from 200ml/hr because the pt's blood pressure was dropping". The customer did not specify the blood pressure readings. At this time, the medication was stopped. There were no reports of medical interventions. Though requested, no further info was available.